Event description:
Unable to do bravo placement because the machine's suction was not working. Physician stated that the suction never went above 40, and it needed to be at least 80 to place bravo capsule. Egd was completed without any other complications. Equipment sent to biomed for eval.